Event description:
The surgeon implanted a cruciate retaining knee after the patient was prepped for a posterior stabilized femoral due to a mispackaging of the device. Surgeon had prepared patient's joint for a posterior stabilized implant surgery by cutting posterior cruciate ligament. The component inside the box was not the correct size. To adjust the procedure, the surgeon reverted to a porous cruciate retaining implant and added a stem. The patient has a cement allergy and this implant was the only other porous coated device available in the size desired.